Event description:
The last 6 months the patient had trouble with a painful and swollen knee. During first stage revision, effusion of joint was found with synovitis. Femoral implant might have a bit of loosening, but tibial implant was well fixed. Looks like septic loosening.